Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power button of the subject device was not able to be depressed. The issue was found during service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation. No problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.